Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had a failed pocket. The field service engineer (fse) found that drawer 4, sub drawer 1 would not open. The fse removed the rear panel and the drawer from the chassis and discovered that the retractor band was broken. The retractor band was replaced successfully, and the issue was resolved by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie pocket failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.